Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and blindness ('loss of vision') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of mouth"), gingival disorder ("general deterioration of gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("severe menstrual pain"), hypersensitivity ("allergies throughout my body"), sciatica ("sciatic pain"), back pain ("lumbago pain"), fatigue ("general tiredness"), headache ("severe headaches"), blindness (seriousness criterion medically significant) and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage, alopecia, tooth loss, oral disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: once patient had essure removed, the symptoms (most of them), began to diminish, feeling much better from the first moment, she was much better than when she still had the implant. In spite of the general improvement, she suffered body injuries that still remain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("bleeding") and blindness ("loss of vision") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2017. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criteria medically important and intervention required), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of mouth"), gingival disorder ("general deterioration of gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("severe menstrual pain"), hypersensitivity ("allergies throughout my body"), sciatica ("sciatic pain"), back pain ("lumbago pain"), fatigue ("general tiredness"), headache ("severe headaches"), blindness (seriousness criterion medically important) and mood swings ("mood swings"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for genital haemorrhage, alopecia, tooth loss, oral disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness and mood swings were unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: once patient had essure removed, the symptoms (most of them), began to diminish, feeling much better from the first moment, she was much better than when she still had the implant. In spite of the general improvement, she suffered body injuries that still remain.the patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 30-mar-2021: no new information received, update to imdrf/FDA codes only. 13-dec-2021: the patient still not in good health, receiving treatments and assessing the sequelae suffered. 09-dec-2022: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and blindness ('loss of vision') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of mouth"), gingival disorder ("general deterioration of gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("severe menstrual pain"), hypersensitivity ("allergies throughout my body"), sciatica ("sciatic pain"), back pain ("lumbago pain"), fatigue ("general tiredness"), headache ("severe headaches"), blindness (seriousness criterion medically significant) and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage, alopecia, tooth loss, oral disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: once patient had essure removed, the symptoms (most of them), began to diminish, feeling much better from the first moment, she was much better than when she still had the implant. In spite of the general improvement, she suffered body injuries that still remain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and blindness ('loss of vision') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of mouth"), gingival disorder ("general deterioration of gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("severe menstrual pain"), hypersensitivity ("allergies throughout my body"), sciatica ("sciatic pain"), back pain ("lumbago pain"), fatigue ("general tiredness"), headache ("severe headaches"), blindness (seriousness criterion medically significant) and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage, alopecia, tooth loss, oral disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: once patient had essure removed, the symptoms (most of them), began to diminish, feeling much better from the first moment, she was much better than when she still had the implant. In spite of the general improvement, she suffered body injuries that still remain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.